Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm had fitting problems and fell apart when pushed down. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The aortic cutter was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Heavy traces of blood were observed on the aortic cutter. The delivery device, loading device and seal & tension spring assembly were not returned. Hence it was unable to be evaluated for position of lock, plunger and seal & tension spring assembly. Based upon the received condition of the device, the reported failure for failure to load was unable to be confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm had fitting problems and fell apart when pushed down. A replacement device was used to complete the procedure. The hospital did not report any patient effects.